Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: unknown silicone. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2020.

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the device was unknown saline implants, date of implantation was on (B)(6) 2014. Left deflation confirmed via physical exam on (B)(6) 2020. Patient replaced with allergan device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a crease was noted on the anterior view and extending to the posterior. A tear was also observed in the union between shell and valve, causing a deflation. Microscopic examination was performed and the cause of the rupture could not be identified. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).